Event description:
Device 2 of 3. Reference MFR report: 1627487-2013-07495, 1627487-2013-07497. It was reported the patient received reprogramming and reported a serious fall over a month prior. The patient wanted more stimulation coverage on her right side. The patient was to use the stimulation to determine the efficacy.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.